Manufacturer narrative:
Follow-up #1: date of submission 02/03/2017. Device evaluation: the device has been returned and evaluated by product analysis on 01/17/2017 with the following findings: a review of the pump history indicated that the first basal delivery occurred on (B)(6) 2016. There was no evidence of any time/date resets observed in the black box. The black box indicated several ¿exceeds maximum total daily dose limit¿ warnings on (B)(6) 2016. A manual time change was observed on (B)(6) 2016 from 00:31 to 12:31. The last basal delivery occurred on (B)(6) 2016. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump successfully completed a rewind, load, and prime sequence. The pump was exercised for 24 hours with no issues occurring. The pump passed delivery accuracy testing and was found to be delivering within required specifications. No delivery interruptions or errors, alarms, or warnings occurred during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016 the reporter contacted animas alleging that on an unspecified date, the patient experienced elevated blood glucose of 500mg/dl with trace ketones, increased thirst, and fatigue. Reportedly, the patient did not receive any treatment above and beyond the usual routine of diabetes care and management and discontinued the pump. Customer technical support reviewed the pump with the reporter and found that the pump had emitted a ¿max limit¿ alarm due to the time and date being incorrectly set by the user. Troubleshooting did not find any pump defects; the issue was determined to be due to use error. This complaint is being reported based on the allegation that the patient experienced hyperglycemia associated with use error of the pump in that the user did not respond adequately to an appropriately emitted alarm.